Event description:
It was reported that an ilet user experienced an unresponsive unlock button on the pump, consistent with a screen or user interface malfunction, and the issue was resolved after restarting the ilet via the mobile app. No reported adverse clinical effects and no impact to blood glucose. Outcomes included no need for medical intervention and no interruption to therapy after the restart. Investigation included customer technical support troubleshooting. Investigation of this case revealed that a reboot restored normal device function, consistent with transient user interface unresponsiveness. It was concluded that the device functioned as expected after restart and no further action was required.